Event description:
A customer contacted baxter's technical service center regarding a low drain alarm that appeared on the home choice (hc) display during the first drain 5 of 5. The drain volume was 1109 and the fill volume was 2000 ml. The technical service rep (tsr) assisted the home pt (hp) in checking for kinks, closed clamps and fibrin. The tsr also had the hp check the drain line and reposition. The drain cycle resumed and the drain volume started increasing. The home pt drained 2820 ml and then the homechoice moved to fill. The home pt still felt that they had more fluid in them. The tsr showed the hp how to do a manual drain in which the drain volume was 90 ml and then the hp did another manual drain in which the drain volume was 13 ml. The hp wants to continue to use the manual drain function because she said she has been distended. The tsr explained how to start the last fill. The total drain volume reported during this call was 2923 ml, a volume 923 ml greater than the fill volume of 2000 ml. No further info could be obtained despite multiple attempts.